Event description:
Surgery took place in 2005. Infection started the same day and ended the following month. Antibiotics were administered and the infection disappeared. The clinician states that the infection recovered.

Manufacturer narrative:
On sept. 30, 2008: the batch record review shows that the product is within specifications. A review of the manufacturing documentation for this lot of straumann emdogain does not indicate that the infection was caused by the product. The aseptic packaging of emdogain adds additional security to aseptic handling of the material as sterile delivery of the primary container of the syringe with straumann emdogain into the sterile field is possible. The risk of an infection is inherent to all surgical procedures and can be due to pre-existing infections (diagnosis dependent), unsterile processing during surgery(treatment dependent), use of unsterile product (material dependent) or inadequate postoperative care. Based on the clinical information available and the batch documentation investigation, there is no indication of straumann emdogain causing the reported infection. We, therefore, conclude that no corrective measures are necessary.